Event description:
User reported an alarm during use on a pt. Alarm (jet valve fault) indicated a device malfunction preventing device use. The user maintained ventilation using a conventional ventilator. There was no pt injury.